Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the lesion had moderate tortuosity and moderate calcification). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the lesion had moderate tortuosity and moderate calcification). (B)(4).

Event description:
The physician attempted to deploy an endeavor resolute drug eluting stent. The target lesion was in the mid rca. The lesion had moderate tortuosity and moderate calcification. The lesion was pre-dilated with a 2.0x12mm balloon. The stent was unable to cross the lesion and the stent became deformed. Physician feels damage was due to difficult lesion morphology. No patient complications were reported. Device evaluation: the stent had moved distally covering the distal marker band and partially covering the distal tip. The 4th to 7th proximal stent segments were raised and deformed. Crimp impressions were visible on the balloon. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿